Event description:
On (B)(6) 2024. I had achilles tendon repair surgery. Subsequently, on (B)(6) 2025, I had to have surgical debridement because of a continued infections which included removal of all fiberwire from the healed tendon.